Event description:
The initial reporter stated they received discrepant results for one patient sample tested with creatine kinase and mg2 (magnesium) on a cobas 8000 c 701 module. The sample initially resulted in a magnesium value of 3.7 mg/dl and a ck value of 63 iu/l. The patient sample was repeated due to quality controls recovering outside of range during the evening shift. The sample was repeated on a second analyzer, resulting in a magnesium value of 2.4 mg/dl and a ck value of 91 iu/l. The repeat results were deemed correct and corrected reports were issued.

Manufacturer narrative:
The reagent lot numbers and expiration dates were requested, but not provided. The field service engineer found that the analyzer rinse tubing had a small hole. The tubing was replaced. All detergents were primed. Mechanism checks were performed and there were no errors. A photometer check was performed and was acceptable. The investigation determined the service actions resolved the issue.